Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a dislodged right atrial lead. The lead was not capturing and had low sensing. The patient was symptomatic to the dislodgement due to pacemaker syndrome and loss of atrioventricular synchrony. Dislodgement was confirmed via chest x-ray. The lead was explanted and replaced, and the patient was discharged post-procedure.